Event description:
During an in clinic follow up, provocative testing was performed and oversensing from myopotential signals resulting in pacing inhibition were observed on the device. Reprogramming was performed to resolve the event. The patient as stable.